Event description:
Caller states the customer was unresponsive with blood glucose result of 198 mg/dl obtained on the advantage system. Paramedics arrived, and obtained blood glucose result of 28 mg/dl on professional meter (result was obtained 30 minutes following customer's result of 198 mg/dl). Customer was treated with an IV if "dextral"; customer's symptoms improved. Requested return of suspect device and replacement was sent.